Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (10/10)"), device breakage ("three fragments remain in the right tube, many fragments remain in the left tube during removal procedure"), irritable bowel syndrome ("possible irritable bowel") and genital haemorrhage ("abundant hemorrhages") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery in 2007, bronchial spasm, respiratory infection, sebaceous cyst and abortion. Concurrent conditions included smoker, pulmonary artery dilatation, pulmonary artery aneurysm, asthma bronchial, lactose intolerance, low back pain since 2007, goiter since (B)(6) 2010, adenopathy due to secondary (B)(6) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, familial risk factor and familial risk factor. Concomitant products included ferro-sanol b, ferrous sulfate (ferro-gradumet), omeprazole, salbutamol (ventolin) and seretide. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 3 months 18 days after insertion of essure, the patient experienced the first episode of muscle contracture ("cervical contracture"). On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)"). On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient experienced blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced gastroenteritis ("gastroenteritis"), weight decreased ("weight loss (approximately 7kg in one year)") and irritable bowel syndrome (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelvic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced iron deficiency ("iron deficiency"), red blood cell count increased ("high average corpuscular volume"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), the first episode of abdominal pain lower ("pain in the hypogastric region"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("colics"), dysmenorrhoea ("contractions before and after menstruation") and menopause ("perimenopause disorders"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain"), musculoskeletal pain ("pain in the anterior rectum of quadriceps and gluteus") and the second episode of muscle contracture ("muscle contracture"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2014, the patient experienced the second episode of abdominal pain lower ("abdominal pain located in the right lower quadrant, irradiated to genitals/blumberg positive"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant), adnexa uteri cyst ("uterine tubes with paratubal cysts") and complication of device removal ("essure removal difficulty"). On (B)(6) 2018, the patient experienced eosinophil count increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced adverse event ("urine more "strong" than normal"). The patient was treated with ibuprofen, surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure) and alternative therapy (2 colonoscopies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, goitre, excessive cerumen production, blood immunoglobulin e increased, gastroenteritis, irritable bowel syndrome, dysuria, tendonitis, dermal cyst, metrorrhagia, iron deficiency, red blood cell count increased, steatorrhoea, abnormal faeces, genital haemorrhage, menopause, renal cyst, pelvic fluid collection, arthralgia, musculoskeletal pain, the last episode of muscle contracture, anaemia, eosinophil count increased, haematocrit increased, the last episode of abdominal pain lower, adverse event, gastrointestinal wall thickening, adnexa uteri cyst and complication of device removal outcome was unknown, the diarrhoea, abdominal pain and dysmenorrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abnormal faeces, adnexa uteri cyst, adverse event, anaemia, arthralgia, blood immunoglobulin e increased, complication of device removal, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil count increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, irritable bowel syndrome, menopause, metrorrhagia, musculoskeletal pain, pelvic fluid collection, pelvic pain, red blood cell count increased, renal cyst, steatorrhoea, tendonitis, weight decreased, the first episode of abdominal pain lower, the first episode of muscle contracture, the second episode of abdominal pain lower and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anesthesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: normal results; smear cervix - on (B)(6) 2014: negative; ultrasound scan vagina - in 2015: discards endometriosis ; 2013 and 2014: cultures and cytology performed: everything in order. (B)(6) 2015: abdominal plate: to check the remains of essure in his body. (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. (B)(6) 2016: the presence of essure remains confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (10/10)"), device breakage ("three fragments remain in the right tube, many fragments remain in the left tube during removal procedure"), genital haemorrhage ("abundant hemorrhages") and irritable bowel syndrome ("possible irritable bowel") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's past medical history included normal delivery in 2007, bronchial spasm, respiratory infection, sebaceous cyst and abortion. Concurrent conditions included smoker, pulmonary artery dilatation, pulmonary artery aneurysm, asthma bronchial, lactose intolerance, low back pain since 2007, goiter since (B)(6) 2010, adenopathy due to secondary syphilis since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, family history of diabetes and family history of cancer. Concomitant products included ferro-sanol b, ferrous sulfate (ferro-gradumet), omeprazole, salbutamol (ventolin) and seretide. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 3 months 18 days after insertion of essure, the patient experienced the first episode of muscle contracture ("cervical contracture"). On (B)(6) 2010, the patient experienced lymphadenopathy ("multinodular goiter with two lti nodules (less than 1cm)") and goitre ("multinodular goiter with two lti nodules (less than 1cm)"). On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient experienced blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), gastroenteritis ("gastroenteritis") and weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency ("iron deficiency"), red blood cell count increased ("high average corpuscular volume"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), the first episode of abdominal pain lower ("pain in the hypogastric region"), abdominal pain ("colics"), dysmenorrhoea ("contractions before and after menstruation") and menopause ("perimenopause disorders"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain"), musculoskeletal pain ("pain in the anterior rectum of quadriceps and gluteus") and the second episode of muscle contracture ("muscle contracture"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2014, the patient experienced the second episode of abdominal pain lower ("abdominal pain located in the right lower quadrant, irradiated to genitals/blumberg positive"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient experienced eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen, surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure) and alternative therapy (2 colonoscopies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, irritable bowel syndrome, lymphadenopathy, goitre, excessive cerumen production, blood immunoglobulin e increased, gastroenteritis, dysuria, tendonitis, dermal cyst, metrorrhagia, iron deficiency, red blood cell count increased, steatorrhoea, abnormal faeces, menopause, renal cyst, pelvic fluid collection, arthralgia, musculoskeletal pain, the last episode of muscle contracture, anaemia, eosinophil percentage increased, haematocrit increased, the last episode of abdominal pain lower, urine abnormality, gastrointestinal wall thickening and adnexa uteri cyst outcome was unknown, the diarrhoea, abdominal pain and dysmenorrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abnormal faeces, adnexa uteri cyst, anaemia, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, irritable bowel syndrome, lymphadenopathy, menopause, metrorrhagia, musculoskeletal pain, pelvic fluid collection, pelvic pain, red blood cell count increased, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of abdominal pain lower, the first episode of muscle contracture, the second episode of abdominal pain lower and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: normal results smear cervix - on (B)(6) 2014: negative ultrasound scan vagina - in 2015: discards endometriosis 2013 and 2014: cultures and cytology performed: everything in order. (B)(6) 2015: abdominal plate: to check the remains of essure in his body. (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure (B)(6) 2016: the presence of essure remains confirmed. Most recent follow-up information incorporated above includes: on 5-oct-2018: coding correction: event multinodular goiter with two lti nodules was splited in two different medical concepts (goitre and lymphocytic thyroid infiltration nodules), cervical contracture was clarified as a neck muscle contraction. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (10/10)"), device breakage ("three fragments remain in the right tube, many fragments remain in the left tube during removal procedure"), genital haemorrhage ("abundant hemorrhages") and irritable bowel syndrome ("possible irritable bowel") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's past medical history included normal delivery in 2007, bronchial spasm, respiratory infection, sebaceous cyst and abortion. Concurrent conditions included smoker, pulmonary artery dilatation, pulmonary artery aneurysm, asthma bronchial, lactose intolerance, low back pain since 2007, goiter since (B)(6) 2010, adenopathy due to secondary syphilis since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, family history of diabetes and family history of cancer. Concomitant products included ferro-sanol b, ferrous sulfate (ferro-gradumet), omeprazole, salbutamol (ventolin) and seretide. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 3 months 18 days after insertion of essure, the patient experienced the first episode of muscle contracture ("cervical contracture"). On (B)(6) 2010, the patient experienced lymphadenopathy ("multinodular goiter with two lti nodules (less than 1cm)") and goitre ("multinodular goiter with two lti nodules (less than 1cm)"). On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient experienced blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), gastroenteritis ("gastroenteritis") and weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency ("iron deficiency"), mean cell volume increased ("high average corpuscular volume"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), the first episode of abdominal pain lower ("pain in the hypogastric region"), abdominal pain ("colics"), dysmenorrhoea ("contractions before and after menstruation") and menopausal symptoms ("perimenopause disorders"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain"), myalgia ("pain in the anterior rectum of quadriceps and gluteus") and the second episode of muscle contracture ("muscle contracture"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2014, the patient experienced the second episode of abdominal pain lower ("abdominal pain located in the right lower quadrant, irradiated to genitals/blumberg positive"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient experienced eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen, surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure) and alternative therapy (2 colonoscopies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, irritable bowel syndrome, lymphadenopathy, goitre, excessive cerumen production, blood immunoglobulin e increased, gastroenteritis, dysuria, tendonitis, dermal cyst, metrorrhagia, iron deficiency, mean cell volume increased, steatorrhoea, abnormal faeces, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, the last episode of muscle contracture, anaemia, eosinophil percentage increased, haematocrit increased, the last episode of abdominal pain lower, urine abnormality, gastrointestinal wall thickening and adnexa uteri cyst outcome was unknown, the diarrhoea, abdominal pain and dysmenorrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abnormal faeces, adnexa uteri cyst, anaemia, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, irritable bowel syndrome, lymphadenopathy, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of abdominal pain lower, the first episode of muscle contracture, the second episode of abdominal pain lower and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: normal results. Smear cervix - on (B)(6) 2014: negative. Ultrasound scan vagina - in 2015: discards endometriosis . 2013 and 2014: cultures and cytology performed: everything in order. (B)(6) 2015: abdominal plate: to check the remains of essure in his body. (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. (B)(6) 2016: the presence of essure remains confirmed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)') and device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance and family history of diabetes (in mother). Family history included lung cancer (father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain ("colics"), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"), uterine spasm ("uterine contractions"), bartholin's cyst ("bartholin's cyst"), vomiting ("vomiting") and pyrexia ("temperature of 37.2 ºc"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, metrorrhagia, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased and adnexa uteri cyst outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, bartholin's cyst, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, pyrexia, renal cyst, steatorrhoea, tendonitis, urine abnormality, uterine spasm, vomiting, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Pathological report of tubes, (B)(6) 2015: ablated right tube had three spiral-shaped metal fragments inside and that the left tube contained spiralshaped metallic material and also a 15-milimiter paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: intratubal essure devices with distance between ends <3 in opposite directions, not crossing; on (B)(6) 2010: essure devices were properly placed; on (B)(6) 2015: remains of the essure device were found; in (B)(6) 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: x-ray exam updated, uterine spasm, bartholin's cyst, vomiting, fever added as event and narrative updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)') and device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance and family history of diabetes (in mother). Family history included lung cancer (father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain ("colics"), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"), uterine spasm ("uterine contractions"), bartholin's cyst ("bartholin's cyst"), vomiting ("vomiting") and pyrexia ("temperature of 37.2 ºc"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. On (B)(6) 2013, the bartholin's cyst had resolved. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, metrorrhagia, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased, adnexa uteri cyst, uterine spasm, vomiting and pyrexia outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, bartholin's cyst, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, pyrexia, renal cyst, steatorrhoea, tendonitis, urine abnormality, uterine spasm, vomiting, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Pathological report of tubes, (B)(6) 2015: ablated right tube had three spiral-shaped metal fragments inside and that the left tube contained spiral shaped metallic material and also a 15-millimeter paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: intratubal essure devices with distance between ends <3 in opposite directions, not crossing; on (B)(6) 2010: essure devices were properly placed; on (B)(6) 2015: remains of the essure device were found; in december 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha number received - (B)(4) . No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ tearing'), pelvic pain ('pain (10/10)'), device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure / travelling parts of the broken product inside the body') and abdominal pain ('colics / serious abdominal pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance and family history of diabetes (in mother). Family history included lung cancer (father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced intermenstrual bleeding ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain (seriousness criterion medically significant), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion intervention required) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), urine abnormality ("urine more "strong" than normal"), uterine spasm ("uterine contractions"), bartholin's cyst ("bartholin's cyst"), vomiting ("vomiting"), pyrexia ("temperature of 37.2 ºc"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. On (B)(6) 2013, the bartholin's cyst had resolved. At the time of the report, the uterine perforation, pelvic pain, device breakage, abdominal pain lower, intermenstrual bleeding, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased, adnexa uteri cyst, uterine spasm, vomiting, pyrexia, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, back pain, bartholin's cyst, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, mental disorder, myalgia, pelvic fluid collection, pelvic pain, pyrexia, renal cyst, steatorrhoea, tendonitis, urine abnormality, uterine perforation, uterine spasm, vomiting, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Pathological report of tubes, (B)(6) 2015: ablated right tube had three spiral-shaped metal fragments inside and that the left tube contained spiralshaped metallic material and also a 15-milimiter paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: intratubal essure devices with distance between ends <3 in opposite directions, not crossing; on (B)(6) 2010: essure devices were properly placed; on (B)(6) 2015: remains of the essure device were found; in (B)(6) 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new informations added: new lawyer, new adverse events (psychological problems, heavy bleeding during periods, back ache, allergy, organ tearing) and the adverse event abdominal pain was changed to serious abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)'), device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') and irritable bowel syndrome ('possible irritable bowel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm, respiratory infection, sebaceous cyst and abortion. Concurrent conditions included goiter since (B)(6) 2010, adenopathy due to secondary syphilis since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation, pulmonary artery aneurysm, asthma bronchial, lactose intolerance, family history of diabetes and family history of cancer. Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced lymphadenopathy ("multinodular goiter with two lti nodules (less than 1cm)") and goitre ("multinodular goiter with two lti nodules (less than 1cm)"). On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6)2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6), the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), hypogastric pain ("pain in the hypogastric region"), abdominal pain ("colics"), dysmenorrhoea ("contractions before and after menstruation") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain"), myalgia ("pain in the anterior rectum of quadriceps and gluteus") and the second episode of muscle contracture ("muscle contracture"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2014, the patient experienced right lower quadrant pain ("abdominal pain located in the right lower quadrant, irradiated to genitals/blumberg positive"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen, 2 colonoscopies and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, irritable bowel syndrome, lymphadenopathy, goitre, excessive cerumen production, blood immunoglobulin e increased, gastroenteritis, dysuria, tendonitis, dermal cyst, metrorrhagia, iron deficiency, mean cell volume increased, steatorrhoea, abnormal faeces, hypogastric pain, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, the last episode of muscle contracture, anaemia, eosinophil percentage increased, haematocrit increased, right lower quadrant pain, urine abnormality, gastrointestinal wall thickening and adnexa uteri cyst outcome was unknown, the diarrhoea, abdominal pain and dysmenorrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abnormal faeces, adnexa uteri cyst, anaemia, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, hypogastric pain, iron deficiency, irritable bowel syndrome, lymphadenopathy, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of muscle contracture, right lower quadrant pain and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. 04-nov-2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: results: normal results. Smear cervix - on (B)(6) 2014: results: negative. Ultrasound scan vagina - in 2015: results: discards endometriosis. Diagnostic results: 2013 and 2014: cultures and cytology performed: everything in order. (B)(6) 2015: abdominal plate: to check the remains of essure in his body. (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure (B)(6) 2016: the presence of essure remains confirmed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: case (B)(4) was found to be a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - no new clinical information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)') and device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6)2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance and family history of diabetes (in mother). Family history included lung cancer (father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain ("colics"), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, metrorrhagia, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased and adnexa uteri cyst outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure devices are inserted without difficulty, by using local anesthesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)') and device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance, family history of diabetes (in mother) and family history of cancer (lung cancer in father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In june 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain ("colics"), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, metrorrhagia, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased and adnexa uteri cyst outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.